Event description:
The account received erratic results for the bhcg assay, which was run on the analyzer. A result of 44 miu/ml was received for a sample from a pt that was drawn on 2/24/97. A result of 396 miu/ml was received on a sample drawn from the same pt that was drawn on 2/26/97. The first sample was rerun on 2/26/97 and a result of 0.4 miu/ml was obtained. The second sample was rerun and a result of 10.8 miu/ml was obtained. Testing from a different method also gave a negative result. According to the account, the erratic results were not reported. No report of injury. A field service rep. Visited the account and replaced the solenoid valve because fluid was being distributed too weakly.

Manufacturer narrative:
Investigation summary: the event rep. Is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by co into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, co has emphasized to co's customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.